Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to the single board computer (sbc). Y1 was found to have a faulty output.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle upon power on. The customer advised the device would continually cycle power and not pass the "loading screen". In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle upon power on. The customer advised the device would continually cycle power and not pass the "loading screen". In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.